Manufacturer narrative:
A test reservoir was installed and did not lock in place due to a broken reservoir tube lip. Analysis was unable to perform the displacement test due to the broken reservoir tube lip. The insulin pump had minor scratches on the lcd window, cracked battery tube threads, a missing o-ring on the reservoir tube, and a cracked case at the reservoir tube window corners.

Event description:
The customer reported via phone call that their insulin pump was damaged. The customer's blood glucose was unknown at the time of incident. Customer states the rim of the reservoir compartment and the hinge of the belt clip is broken. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.